Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hypodermic needle. The customer states that when drawing fluid from a vial, the needle separated from the hub. The customer stated this was during the first draw from the vial. No pt involvement or injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.